Event description:
It was reported that the device possibly reached recommended replacement time early and there was a patient alert. The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Battery depletion was indicated with the time of recommended replacement time (rrt) in the save to disk on (B)(4) 2012; the device indicated the battery voltage was less than or equal to the rrt 2.62 volt trigger. The weekly battery voltage trend data shows min bat equal to 2.64 to 2.62 volts between (B)(4) 2012 and (B)(4) 2012. There were 2 patient alerts for low battery voltage on (B)(4) 2012 02:15:03 and (B)(4) 2012 02:15:03.